Manufacturer narrative:
Address:(B)(6). The actual device was not available, however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture observed a leak at the level of the replacement line. The reported condition was verified. The cause could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during the priming of a prismaflex st100, a leak to the alternate pump was observed. The leak resulted to a "number 19 alarm". There was no patient involvement. No additional information is available.